Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to seizures and then later the customer had high blood glucose on (B)(6) 2018 around noon with blood glucose of 276 mg/dl. The nurse reported when the customer was admitted to hospital she was off the insulin pump and insulin pump¿s battery was not good and after putting new battery insulin pump alarmed post-reset ram crc alarm and it restarted. The customer¿s blood glucose level was 300 mg/dl and 354 mg/dl. The customer was treated with insulin drip. The customer was unsure about how long she was off the insulin pump. The insulin pump will not be returned for analysis.